Event description:
Reported by the complainant as follows: caller states that on saturday night; he applied a new pouch and then opened tap; connected to a night drainage bag and then went to bed. He woke up in the morning (B)(6); pouch was full; tap was in open position and no urine drained into night drainage system. He went to md yesterday (wednesday (B)(6)) and was diagnosed with a kidney infection and was prescribed antibiotic macrobid.

Manufacturer narrative:
(B)(4).